Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv) to correct the blurry image. The fse determine the new hrsv was not working and replaced with a second hrsv. The system was tested and verified as ready for use. Isi has received both hrsvs to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint on the first hrsv. The unit was installed onto a golden system where the hrsv did not display any image, totally black screen. Successfully replicating the reported complaint. Fa was not able to reproduce the customer reported complaint on the second hrsv. The second unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the hrsv.

Event description:
It was reported that during a da vinci-assisted thoracic lobectomy surgical procedure, the customer reported to technical service engineer (tse) that the right eye on surgeon side console (ssc) 1 was blurry. Tse was unable to find any errors on the system logs. Tse advised hard power cycling the console after the case to see if that resolves the issue. The procedure was converted to another dv system with no reported injury.